Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with chipped out on both front corners of top case also cracked on battery door and missing plunger case seal. Event history log review was performed and found no evidence of reported problem. Visual inspection and syringe delivery testing were performed. The customer reported problem was confirmed. According to the investigation, the pump was found running loud during syringe delivery test which was due to combination of lacking silicon grease, motor assembly, leadscrew and clutch halves were found old and dirty with old grease due to normal wear. The investigation reported that the pump will be returned to customer due to v4.1.5 is no longer in service. The problem source of the reported problem is normal wear. (Pump is over 12 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited occlusion alarm and noisy motor. No adverse effects were reported.